Event description:
On 23-jun-2026, a clindex notification was received via email indicating that information from a clinical study (foot and ankle registry, iirr 00606) had been obtained. The report stated that the subject underwent a surgical procedure on (B)(6) 2025, during which kreulock screws were implanted. Postoperatively, the subject exhibited signs of hardware loosening associated with a syndesmotic screw. As a result, a planned secondary procedure was performed on (B)(6) 2026, during which the syndesmotic hardware was removed and converted to an arthrex ex tightrope. Additionally, a medial malleolus screw was removed during the same procedure due to prominence. Study-related hardware was otherwise retained. Clinical assessment determined that the reported event was unrelated to the implanted devices.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.